Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-jan-2020. The most recent information was received on 04-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 43-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("increasingly haemorrhagic periods"), fatigue ("fatigue which became chronic"), tendon pain ("significant tendon pain"), musculoskeletal pain ("joint and muscle pain"), headache ("headache"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), micturition urgency ("frequent urge to urinate"), urinary incontinence ("sometimes impossible to retain the urine"), ear pain ("ear pain"), oropharyngeal pain ("recurring sore throat (forced to stop singing)"), fibromyalgia ("fibromyalgia pain"), limb discomfort ("heavy legs") and pain in extremity ("painful legs"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel +++") and kyphoscoliosis ("kyphoscoliosis"). At the time of the report, the abdominal pain, menorrhagia, fatigue, tendon pain, musculoskeletal pain, headache, loss of libido, vulvovaginal dryness, micturition urgency, urinary incontinence, ear pain, oropharyngeal pain, fibromyalgia, limb discomfort, pain in extremity, dyspareunia, allergy to metals and kyphoscoliosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, dyspareunia, ear pain, fatigue, fibromyalgia, headache, kyphoscoliosis, limb discomfort, loss of libido, menorrhagia, micturition urgency, musculoskeletal pain, oropharyngeal pain, pain in extremity, tendon pain, urinary incontinence and vulvovaginal dryness with essure. The reporter commented: actions taken to treat the patient in the healthcare establishment: she had to slow down at work (self-employed as a trainer and coach), and all of her leisure and associative activities. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel. Blood test - on (B)(6) 2018: no inflammatory rheumatism, (absence of human leukocyte antigen b27, rheumatoid factor, antinuclear antibodies, negative anti-cyclic citrullinated peptide, erythrocyte sedimentation rate 22 but normal c-reactive protein. Magnetic resonance imaging - on (B)(6) 2018: of the spine: to check for spondylarthrosis inflammation of the vertebral corners on the enthesis of the anterior common vertebral ligament multi-level with at least three levels supported by a kyphoscoliosis and probably mechanical but requires ruling out spondylitis; on (B)(6) 2018: of the sacroiliac joints - no sign of inflammatory sacroiliitis. Ultrasound scan - on (B)(6) 2017: no progressive utero-adnexal anomaly to date and good positioning of essure implants - no ultrasound abnormality in the right iliac fossa, the right inguinal cavity or the right hip. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("increasingly haemorrhagic periods"), fatigue ("fatigue which became chronic"), tendon pain ("significant tendon pain"), musculoskeletal pain ("joint and muscle pain"), headache ("headache"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), micturition urgency ("frequent urge to urinate"), urinary incontinence ("sometimes impossible to retain the urine"), ear pain ("ear pain"), oropharyngeal pain ("recurring sore throat (forced to stop singing)"), fibromyalgia ("fibromyalgia pain"), limb discomfort ("heavy legs") and pain in extremity ("painful legs"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel +++") and kyphoscoliosis ("kyphoscoliosis"). At the time of the report, the abdominal pain, menorrhagia, fatigue, tendon pain, musculoskeletal pain, headache, loss of libido, vulvovaginal dryness, micturition urgency, urinary incontinence, ear pain, oropharyngeal pain, fibromyalgia, limb discomfort, pain in extremity, dyspareunia, allergy to metals and kyphoscoliosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, dyspareunia, ear pain, fatigue, fibromyalgia, headache, kyphoscoliosis, limb discomfort, loss of libido, menorrhagia, micturition urgency, musculoskeletal pain, oropharyngeal pain, pain in extremity, tendon pain, urinary incontinence and vulvovaginal dryness with essure. The reporter commented: actions taken to treat the patient in the healthcare establishment: she had to slow down at work (self-employed as a trainer and coach), and all of her leisure and associative activities. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel. Blood test - on (B)(6) 2018: no inflammatory rheumatism, (absence of human leukocyte antigen b27, rheumatoid factor, antinuclear antibodies, negative anti-cyclic citrullinated peptide, erythrocyte sedimentation rate 22 but normal c-reactive protein. Magnetic resonance imaging - on (B)(6) 2018: of the spine: to check for spondylarthrosis. Inflammation of the vertebral corners on the enthesis of the anterior common vertebral ligament . Multi-level with at least three levels. Supported by a kyphoscoliosis and probably mechanical but requires ruling out spondylitis; on (B)(6) 2018: of the sacroiliac joints - no sign of inflammatory sacroiliitis. Ultrasound scan - on (B)(6) 2017: no progressive utero-adnexal anomaly to date and good positioning of essure implants - no ultrasound abnormality in the right iliac fossa, the right inguinal cavity or the right hip. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.